Event description:
It was reported that a patient told the caller their implantable neurostimulator (ins) was turned off and was ¿not operating¿. It was stated that the patient ¿had a hard time remembering¿ but thought ¿it might have stopped sometime around late 2009 to early 2010. It was reported that stimulation stopped around that time. It was noted that the ins was rechargeable.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).